Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/21/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that they removed the sensor on day 7 and saw that their skin was red and blistered. On (B)(6) 2016, the patient called her endocrinologist and it was recommended that the patient wear the sensor for only 5 days and insert at the back of the arm. Affected area was treated with neosporin and over-the-counter hydrocortisone cream. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was returned for investigation. However, a photograph was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.